Manufacturer narrative:
The investigation for the reported difficult insertion has been completed. The device was not returned for evaluation. Clinical details stated that impella 5.5 catheter would not advance through introducer and graft freely. Clinical team reported a catheter kink. A new 5.5 and introducer was used and there was no difficulty implanting. The root cause of difficulty inserting the pump through introducer was not determined as no product was returned. The instructions for use referenced in the initial report is from IFU for the impella 5.5 with smart assist for use during cardiogenic shock, section potential adverse events (united states) , which now includes statement "cardiac or vascular injury (including ventricular perforation)¿ added- b5 medical safety officer review in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer. It was determined that there was not enough information to associate use of device with outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 would not advance through the introducer and graft freely. The impella 5.5 appeared damaged. A new 5.5 was used and it did not have any difficulty advancing through the new introducer and was inserted successfully.